Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that there are scratches on the operation panel. There was no patient involvement.

Manufacturer narrative:
MFR received date: 02 oct 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported complaint of the touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 12jul2019. The manufacturer¿s international service technician confirmed the reported scratched touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.